Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a shaft break occurred on a balloon catheter during post dilation. The scheduled pci treated the target lesion located in the left anterior descending (lad) artery. Treatment consisted of pre dilation with a 3.0x9mm maverick balloon, the placement of an unk stent and post dilation with a 2.75x8mm quantum maverick monorail balloon. During post dilation, while inside a guide catheter, the shaft of the 2.75x8mm quantum balloon broke at the hypotube portion of the catheter. The balloon never left the guide catheter. The guide catheter and the balloon catheter were removed from the pt as one system, no withdrawal resistance was experienced. The procedure was successfully completed with another quantum balloon. It was reported that the quantum maverick balloon catheter "possibly kinked during preparation".